Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the failure of the remote manager resulted in a delay in accessing the medication. A field service engineer inspected shut down the station and removed latch, reseated cables to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed and has no connection. Customer stated that there was a delay during accessing medication. There were no adverse events or injuries reported based on this event.